Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failure of flash memory. Customer's blood glucose at time of incident was unknown. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with constant failure of flash memory error alarm after battery change; the problem was isolated to the mother board. Unable to perform functional testing's due to failure of flash memory error alarm. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.